Event description:
Rec'd notice of omplaint concerning above product from user report filed by facility. Spoke with director of nursing regarding the alleged hemolysis event with this first use bloodline. Reports that treatment was initiated as usual but that approx 3 hrs into the treatment, the healthcare professional noted a kink in the pump segment of the bloodline. Reports that the healthcare professional straightened out the kink and resumed the treatment. The pt reportedly became symptomatic about an hr later (nausea). Upon further investigation, pt reported that he had been "queasy" for some time but considered it as a normal part of the treatment. Post treatment, the pt reportedly felt better and was discharged to home, but was instructed to go to the emergency room if the symptoms returned. The director of nursing reports that the pt did develop back and abdominal pain, and subsequently went to the emergency room where he was admitted overnight for observation. The pt was discharged the following day and returned to the clinic in his normal state of health. The director of nursing reports that the kinked pump segment may have been a result of the healthcare professional not properly placing the pump segment into the pump housing and securing it as recommended. The line was discarded on the day of the event. The lot number is unknown. MDR filed based on event.